Manufacturer narrative:
The device has been received by the manufacturer. The investigation is pending.

Event description:
It was reported, that on an unknown date, a plum 360 displayed a volumetric setting offset (900 to 1000 total). There was no patient harm reported. No additional information is available.

Manufacturer narrative:
The alarm log was checked on screen and logs were downloaded and sent for review on 15-aug-2022. Time period: 23-jun-2022 to 30-jun-2022, no major alarms in the log. The following was noted in the ¿as found condition': the device is in good condition. The device passed inspection and all performance verification testing (pvt) tests without any issues. The device was functional as per specification. The complaint was not confirmed, and no problem was found. The device appeared to have been operating per specifications.